Event description:
The customer's biomed stated that over the weekend the nursing staff reported an issue that the patient had been alarming off and on all night but the last asystole alarm did not alarm. Patient had expired and there was no information on the central station anymore.

Manufacturer narrative:
The customer reported that they were receiving alarms for their patient off and on all weekend, however, they state that the last asystole event did not alarm. The philips biomedical engineer went on site to troubleshoot the cause of the issue and obtained logs for review. The biomedical engineer could not reproduce the incident but testing of the device confirmed it working to specifications. A review of the logs indicated that beginning long before the time of incident the patient was generating numberous 3 star red alarms. Beginning at 00:01:27 in 2008 until 03:36:46 there were 38 vfib/tachy alarms, 2 tachy alarms, 16 asystole alarms and 3 brady alarms, all of which were either silenced or suspended by the user. The customer reported that the incident occurred between 2 and 3am, which indicated that alarms were being generated. They also stated that in the telemetry room there is a client and in the hallway cubby about 10-20 feet away from the main pic, so they cannot be sure that someone else is not silencing the alarms. In speaking with the hospital's director of critical care, we informed her of the results of the investigation up to date. The customer was wondering if there was any way that they could prevent nurses from suspending alarms. We informed her that it was not possible and that the alarms could be suspended for either 3 minutes or for an infinite amount of time depending on the user configuration. The available information does not support that there was a malfunction, design or labeling problem, but an issue due to mishandling of the equipment by the customer.